Event description:
Information received by medtronic stated that the insulin pump had an unexpected power loss alarm. Customer stated that they did not received low battery alarm prior to replace battery alarm. Customer stated that the battery cap was not damaged. No harm requiring medical intervention was reported. The customer will discontinue use of the devise.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
On (B)(6) 2022 the customer reported short battery life. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: partially missing retainer ring, cracked case on the battery tube side, missing display window cover, scratched case. Device passed displacement, sleep current measurement, active current measurement, and self tests. No unexpected ¿low battery¿, ¿replace battery¿, "insert battery", ¿battery failed¿, or "power loss" errors (device error 25) were noted during testing. Thus software was utilized and uploaded trace/history files properly. Device error 25 occurred on (B)(6) 2022 @ 19:01:02 and on aug(B)(6) 2022 @ 10:00:00 as listed in the adapt tool and displayed in the power management graph. The adapt tool lists the following battery related alerts/alarms around the event date: 73=change battery occurred on (B)(6) 2022 @ 14:00:00 & 14:10:00, and on (B)(6) 2022 @ 05:00:00, 05:10:00, & 18:00:00. The adapt tool does not list any other device errors that could potentially trigger a critical device error. The case was cut open. After visual inspection, there is corrosion in/around the following: battery compartment. In summary, the customer¿s report of short battery life was not confirmed during testing. The device error 25 is due to the previous moisture presence inside the battery compartment. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.